Event description:
It was reported that a fluid leak occurred during the priming of an xlung kit 230. The leak was coming from the connection of the recirculation tubing and the three-way valve. It was unknown if there were any loose connections, damage, or other defects noted at the location of the leak. There were no novalung console alarms associated with the reported event. To resolve the reported issue, another kit was primed. The reported problem did not result in any delayed or missed treatments. The sample was reported to be available for evaluation.

Manufacturer narrative:
Plant investigation: the sample was returned to the manufacturer for evaluation. Upon examination of the defective product, the reported complaint was confirmed. A crack was found at the luer-lock negative adapter of the venting line, causing the reported leakage. Additionally, a video was provided showing a leak at the venting line at the connection to the red three-way stopcock. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the device history record (DHR) was performed. No noncomformities or abnormalities were observed during the manufacturing process. Based on the investigation, the leak was caused by a crack found in the luer-lock negative adapter. It was confirmed that no alcohol-based solvent ever contacted with the set prior to or during priming. Based on the available information, the complaint has been confirmed.

Event description:
It was reported that a fluid leak occurred during the priming of an xlung kit 230. The leak was coming from the connection of the recirculation tubing and the three-way valve. It was unknown if there were any loose connections, damage, or other defects noted at the location of the leak. There were no novalung console alarms associated with the reported event. To resolve the reported issue, another kit was primed. The reported problem did not result in any delayed or missed treatments. The sample was reported to be available for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.